Event description:
It was reported that the pacemaker system exhibited high out-of-range right ventricular (rv) pacing lead impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services (ts) reviewed device data and there were no stored events with noise. Ts provided troubleshooting and programming options. At this time, the device and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).